Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Based on the device evaluation, the customer¿s reported complaint (broken tip of sheath) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the broken tip of the sheath was likely caused by the following: 1. Thermo-mechanical fatigue. 2. Wear and tear. 3. Improper handling (impact, shock). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures).¿ ¿warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to e2, e3, and g2 to provide information that was inadvertently not included in the initial medwatch. H3 has been updated. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional 510k number: k931994. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number: (B)(4).

Event description:
A user facility reported to olympus that the tip of the resection sheath, 24 fr broke off into the patient's bladder during a bladder tumor resection. The physician was able to retrieve it using a retrieval device. A fluoroscopy table was used for the procedure, which aided in the retrieval. It was stated that there was a delay of an unknown time frame. The procedure was successfully completed.